Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that additional pump stoppages were observed. The patient was given an ungrounded patient cable to utilize.

Manufacturer narrative:
Section d4 & h4: additional information manufacturer's investigation conclusion: pump stop and low speed events were confirmed via the log file data provided by the account. The submitted log files contained data spanning from(B)(6)2019 at 22:08:39 to (B)(6)2020 at 21:48:32 and from 07feb2020 at 06:57:42 to 1(B)(6)2020 at 22:57:10, per the timestamps. A pump stop event with associated low speed/flow alarms was captured on 28dec2019 at 15:11:30 while the system was supported with batteries. A combination of pump stop and low speed events were captured on (B)(6)2020 and 0(B)(6)2020 while the system was supported via battery power. Pump stop events were also captured on 1(B)(6)2020 and (B)(6)2020 while the system was supported via the power module. No other notable vad-related alarms were captured. Based on our complaint history and similarly reported events, the pump stop and low speed events captured in the log file data are consistent with potentially compromised wires within the patient¿s driveline; however, a specific cause cannot be conclusively determined through this evaluation. The account reported suspicions of a phase to phase driveline short and was considering an external driveline repair. Ultimately, the patient was deemed to not be a candidate for a pump exchange or external driveline repair due to multiple comorbidities. The patient was placed on an ungrounded patient cable and was later admitted in march 2020 due to additional pump stop events. The patient also reported feeling dizzy during one of the march pump stop events. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information was requested from the account; however, none was provided. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that phase to phase damage was suspected. Technical services reviewed the submitted log files, and pump stoppages (or pump decelerations) were confirmed. Technical services reviewed the submitted log files, and a pump stoppage was confirmed. The patient was given an ungrounded power module patient cable while utilizing ac wall power. Additional information was request, however was not provided.